Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm or motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and scratched reservoir tube window.

Event description:
Customer reported several no delivery alarms. The customer also reported a motor error alarm during a bolus and basal delivery. The customer's blood glucose was 570 mg/dl. He was treated with a pen and lantis. The customer could not recall any significant events leading to the alarm. The customer stated they were able to rewind their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.